Event description:
It was reported that the patient had difficulty in keeping the ipg charged and had overstimulation. It was also stated that the patient has more pelvic/bladder pain, the peripheral neuropathy pain has increased and severer pain in the right knee. The patient underwent a revision procedure wherein all devices were removed and replaced. The explanted devices will not be returned.